Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a patient with a 10 year history of chest pain was hospitalized, aggravated with activity for one month. The procedure on (B)(6) 2014 was to treat a narrow mid right coronary artery (rca) that was 100% stenosed. A 3.0 x 28mm xience xpedition stent was successfully implanted in the mid-rca. The patient was discharged on (B)(6) 2014. The patient was re-hospitalized in (B)(6) 2017 due to chest pain and chest tightness. Angiography was performed and stenosis was noted in the vessel. Intervention was performed. Per the physician, the relationship between the event and the device is unknown. No additional information was provided.